Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), 20 months post deployment of a 26 mm sapien 3 valve, the patient reported ¿pectanginous¿ complaints and instable angina and was re-hospitalized due to an "acute coronary syndrome". An echo indicated moderate paravalvular leak (pvl) and moderate aortic regurgitation. The patient was medically managed and the event was resolved without sequelae. Per medical opinion, the event was related to the valve.

Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. At the time of the tavr discharge on postoperative day (pod) 2, mild pvl and no transvalvular leak was observed. Tee performed at the 1-year follow-up indicated mild pvl and no transvalvular leak. The tte performed at the 2-year follow-up indicated moderate pvl and mild transvalvular leak, with a mean gradient of 10 mmhg. Total aortic regurgitation was reported to be moderate. In this case, the exact cause of the symptomatic worsening pvl and worsening aortic regurgitation 20 months post valve implant cannot be confirmed. Patient factors (worsening pre-existing conditions) may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.